Manufacturer narrative:
Updated block: d10. During laboratory analysis, the product surveillance technician (pst) observed the power manager test platter to shut down after sixty eight minutes of load testing, passing. The batteries were received with a measurement of 12.88 volts direct current (vdc) and 437 siemens (s) for the first battery and 12.84 vdc and 467 s for the second battery, both passing.

Manufacturer narrative:
The reported complaint was confirmed. As per data log analysis, the system is powered up and the user is notified battery life is exceeded as reported. This indicates the battery replacement date stored in the central control monitor (ccm) is greater than two years old. This date is set when a new battery is confirmed in service which is done when new batteries are installed. Per service record order (sro) number (B)(4), the investigation shows that the suspected batteries were installed last (B)(6) 2017 and the complaint was reported on (B)(6) 2019, the batteries were beyond two year life expectancy. The user was not on service contract and did not have the battery replaced before the two year life expectancy. The field service representative (fsr) already advised the customer regarding the instructions for use (IFU) on replacing the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) confirmed that it was an advisory message and had the perfusionist check the auxiliary tab for battery information. She observed 93 minutes of battery life remaining and full blue bar, so she continued to use the unit for the procedure. The fsr verified that the display showed the "2 year service life" notification. He replaced the batteries. The unit operated to the manufacturer' specifications. The suspect parts will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "you have exceeded the two year service life of your batteries" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.